Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the monitor was not working properly and would have high readings of bp and spo2 heart rate of 300. The sensor was replaced as a precautionary measure. There was no patient injury.